Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient had a medial malleolus stress fracture. Two screws placed percutaneous. It was noted that the two screws were not stryker screws.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: I conclude that the stress-fracture of the medial malleolus occurred after the index-surgery (exact time unknown). With the current information I identify this stress fracture as a postoperative adverse event, most likely poor bone quality and possibly relative oversizing of the tibial component due to the patient¿s anatomy being the causes. The medial malleolar stress fracture was addressed with two malleolar screws, and it has healed well. The screws are still in place and are intact. The tibial implant is relatively large to accommodate good antero-posterior fit, albeit resulting in a relatively narrow remnant of medial tibial bone. This anatomical feature of this patient may have been a factor too in the susceptibility for this stress fracture. That the infinity tibial tray had an impact on the fracture cannot excluded, yet the issue looks more related to the patient¿s bone quality and the patient¿s anatomy, especially the ratio between ap and medial-lateral width of the distal tibial articular surface of the patient. I believe a smaller tibial component would have addressed this issue, however, than ap surface bone area support might have been insufficient. There are no signs of the tibial fracture that occurred after the fall that was documented. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number were not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.